Event description:
It was reported to covidien on 02/9/10, that a customer had an issue with a hemodialysis catheter. The customer reports the pt had the catheter placed in the right internal jugular vein, and it was later discovered the adapter was cracked. Catheter needed to be pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.